Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose levels at the time of call were 256 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test. It was stated that the customer was taken off the insulin drip at the hospital and was put back on the insulin pump. The customer again experienced high blood glucose levels. Nothing further was reported.